Manufacturer narrative:
(B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities, painful intercourse, vaginal discharge, atrophy of the vagina and incontinence of feces. Plaintiff has suffered and continues to suffer multiple severe and painful personal injuries, including but not limited to, vaginal prolapse, urinary incontinence, physical deformity an the loss of the ability to perform sexually. A portion of the device was removed due to multiple areas of mesh erosion.